Event description:
No additional information.

Manufacturer narrative:
Pr (B)(4) follow up MDR for device evaluation: five samples were provided to our quality team for investigation. Through visual inspection, evidence of a leakage past the stopper ribs was observed within the devices. There was no damage or other defects observed that could have contributed to the reported leak. A device history review was performed for the reported lot 2302099, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this incident. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, including leakage testing. The returned product underwent these evaluations and no issues were identified, product was verified to meet required specification. Retained samples of the reported lot were used for additional evaluation. The products were visually inspected, no defects or damage was noted on any of the syringe components that could lead to a leak and all stoppers were verified to be properly assembled on to the plunger rod. Leakage testing was performed and product was verified to meet required specification. Based on our investigation and given the device records did not reveal any quality issues, we cannot identify a definitive root cause at this time. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
There is a leakage inside the syringe. Drug/fluid doesn¿t stay at the top, drops penetrates down to the space between the membrane and the ¿wall¿. No patient impact. Yes, we have gathered about 20 used syringe in a convenince box and they are avaliable. They are empty but has contained antibiotics, piperacillin/tazobactam 4 g/0,5 g.